Event description:
Arrow teleflex catheter restriction message on iabp(intra-aortic balloon pump) upon initial inflation. Removal of catheter demonstrated outside of the patient; balloon furlowed and would not inflate. Diagnosis for use: cardiogenic shock.